Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.

Event description:
Two days post implantation, a ventricular arrhythmia was noticed through external telemetry. However, upon device's interrogation, the physician observed atrial runs only. An explanation was requested.